Event description:
A customer from (B)(6) reported a false susceptible gentamicin result for an enterobacter cloacae ctcb survey sample in association with the vitek® 2 ast-n233 test kit. The customer stated the expected result was resistant but they reported susceptible to ctcb, and a retest also produced the susceptible result. The customer reported the qc was conforming and they used columbia media with 18-24 hours aerobic incubation. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed due to a false susceptible gentamicin (gm) result with e. Cloacae eqa ctcb 18-1 obtained with vitek® 2 v7.01 ast-n233 card. The expected result by ctcb was gentamicin resistant. The reference method (agar dilution, ad), which was the method used for gentamicin development (formulation gm01n) on ast-n233/xn05 cards gave: ad gm mic = 0.25 mg/l susceptible. On vitek 2 ast-n233/xn05 (aes parameters : casfm eucast 2016 + phenotypic): two (2) customer lots ast-n233(cl1: 6330479203 - cl2: 6330553203 ), and associated ast-xn05 (cl : 1480526103) and one (1) card of a random lot ast-n233 (rl: 6330513403) and associated ast-xn05 (rl: 1480327103) were tested from cos subculture. These results gave: gm mic </= 1 mg/l susceptible whatever the lots tested (cl1 - cl2 - rl) the vitek 2 mics are within essential agreement compared to the reference result (ad= 0.25 mg/l s) without category error. The customer susceptible issue was duplicated in-house. This susceptible result is not correlated with the resistant expected result by the eeq, which could be explained by the suspected loss of the plasmid responsible of the esbl phenotype (checked previously by whole genome sequencing in-house). Conclusion: the vitek 2 ast-n233/xn05 cards performed as intended and no further action is required.